Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-05066. It was reported that the patient deceased one day post implantation of their dual chamber pacemaker system on (B)(6) 2020. It was suspected that air entered through the sheath causing a pulmonary embolism or the patient had poor cardiac function. There was no allegation from a healthcare professional that the death was related to the dual chamber pacemaker system.

Manufacturer narrative:
Manufacturing report 2017865-2020-05064, should not have been reported as it did not contribute to the patient¿s death. This event has been reported under MFR number - 3005334138-2020-00175.

Manufacturer narrative:
Manufacturing report 2017865-2020-05064, should not have been reported as a medical device report (MDR) as this product belongs to electrophysiology division and was correctly reported in MFR number - 3005334138-2020-00175.